Event description:
It was reported that the pump wake button was extremely difficult to press. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.